Manufacturer narrative:
Correction: b1, b2, h1 additional information: g3 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: 01-0043, console; model 200x (lot#: x18asq) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic adrenalectomy. Initially, the rf mat was unintentionally folded during positioning. After the case, the mat was used but it showed detection even when the sponge counts were correct with rf machine x18asq. A replacement machine was used x18aoy with the same mat which also revealed detection. The staff used the wand which cleared the count but per policy, an x-ray was taken (negative) which delayed the case. The mat was checked which resulted in clear reading. On the next casewith the same patient, patient was on supine, so the same mat was used. After the case, the count was correct but when the mat was used, it revealed detection again. The staff used the wand to verify the count and the machine x18aoy cleared the reading. Sponge, needle and instrument counts were reported to be correct x 2 and all rfa intact. One rfa detection was clear but the other(mat) was po sitive. Xrays were negative for retained foreign body.

Manufacturer narrative:
Information received shows that this event is a duplicate of another issue reported under regulatory report # 1717344-2024-01326. This file will be closed and all further updates processed under the above-referenced report for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operatively on patient in supine position, the count was correct but when the mat was used, it revealed detection again. The staff used the wand to verify the count and the machine (serial (B)(6) cleared the reading. Rfa detection was clear but the other(mat) was positive. Called patient and discussed the issue. Patient had an x-ray and negative for retained foreign body.

Manufacturer narrative:
D10 concomitant product: 01-0043, console; model 200x (serial (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.